Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose levels as low as 40 (mg/dl), lost consciousness, and experienced seizures. Customer was taken to the emergency room on (B)(6) 2016 where she was treated with sugar water to stabilize bg levels, and later admitted to the hospital. Customer was released from the hospital on (B)(6) 2016 and reverted to insulin injections for diabetes management. Although requested by tandem technical support, customer was unable to provide information about pump performance prior to hospitalization or conduct troubleshooting. During follow up contact with tandem technical support on (B)(6) 2016, customer experienced another low bg level between 35-40 (mg/dl) while off the pump, and stated that they were unsure of potential causes. Customer did not indicate if and when pump use would be reinstated. Tandem technical support advised customer to call back if they experienced and additional issues or required further assistance.